Event description:
The facility reported a flogard infusion pump that "did not function". It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported problem of a flogard infusion pump that "did not function" was confirmed on customer site as f94, which would hinder the customer from using the pump. Service determined that the cause was due to defective main batteries, which were replaced onsite at the facility by a baxter field service technician to resolve the issue. A service history review revealed no previous service events were related to the reported condition.